Event description:
The right motor allegedly failed, causing the consumer to veer into a fence and cut her leg, resulting in 11 stitches.

Manufacturer narrative:
Consumer contacted dealer and alleged their chair veered into a fence due to the right motor. The dealer reported the user alleges 11 stitches to her leg. Dealer was not sure of which leg was injured and or location of injury. Injury is unconfirmed, area transgressed and chairs performance settings are unknown. Nature of complaint suggests a potential for a user error. As a conservative measure MDR filed based on injury.